Event description:
Healthcare professional reported a capsular contracture, baker grade iii. Later through the operative report was noted "breast cancer s/p mastectomy and implant based reconstruction". This record is for the left side. The device was explanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. ¿this report was impacted by emdr scheduled maintenance occurring july 22-27, 2026.¿